Manufacturer narrative:
Additional narrative: a manufacturing investigation was performed for the complained device (2.5nm torque limiting handle with qc, part number 03.127.016, lot number 7534796). The subject device received with a complaint condition stating that surgeon noticed that the torque limiter seemed higher then the 2.5 nm then it should be. Risk for destroying the screw. Unknown if it happened during surgery. One piece of part # 03.127.016, lot # 7534796 was received for investigation. The device was sent to the manufacturer for an investigation into the torque of the device. The manufacturer was unable to find any issues with the returned device and no cause for the complaint condition was able to be found. The returned torque handle was evaluated by engineering and sample actuations were taken over two separate days and all readings fell within the print specification. This complaint is unconfirmed. The DHR for this order and the components that went into were reviewed and nothing was found out of the ordinary. This wrench was manufactured in january of 2014 and our records show it has never been re-calibrated by us as is recommended every 6 months. But even so with this wrench not having come back for re-calibration we could find no failure with this instrument at this time. The instrument was tested with multiple actuations over a period of two days and all readings were acceptable per the drawing specification. No manufacturing related issue was identified. There were no issues found with the returned device, and the device functioned as designed. Therefore additional investigation, including a calculation of the occurrence rate or review to the design and clinical risk management documents in not required, and a corrective action is not warranted. The manufacturer was unable to find any issues with the returned device and no cause for the complaint condition was able to be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Unknown if it happened during surgery or on what date. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: surgeon notice that the torque limiter seemed higher then the 2.5 nm that it should be. Risk for destroying the screw. Unknown if it happened during surgery. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. A device history record review was performed for the subject device lot number 7534796. Manufacturing location: (B)(6). Date of manufacture/release to warehouse date: (B)(6) 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.